Manufacturer narrative:
(B)(4). Investigation summary the device was returned with the blade tip broken off and not returned. Additionally, the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. The device was assembled and disassembled to a test handpiece without any difficulty and it rotates freely. To avoid handle component issues, it is recommended to assemble the device vertically. If the handpiece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged and could cause an improper connection between the handpiece and the device. This condition could not be seen during our analysis. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. No conclusion could be reached as to how the broken inside tube occurred. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the rotation knob would not work normally. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.